Manufacturer narrative:
It was reported that the caps (one-link) came off of the bifuse (microbore catheter extension set). Concomitant medical product: replace bifuse with ni. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that an unspecified quantity one-link non-dehp y-type microbore catheter extension sets were disconnecting from a non-baxter device. These events occurred during unspecified process steps and it was unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.